Manufacturer narrative:
No product was returned for investigation. The cause of the delivery issue is determined to be patient condition because physician could not cross the valve with wire and catheter due to patient anatomy. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 was unsuccessful due to the patient's anatomy. The impella insertion was aborted and the patient survived.